Event description:
It was reported that during surgery two smart toes were wasted. When the surgeon tried to implant smart toe did not open. Went to use another and the canal was too wide. This was a primary case.

Manufacturer narrative:
Evaluation summary: the reported event that smart toe ii 19mm / 10° angle (implant) had no expansion during surgery could not be confirmed since the device was not returned. However, one implant from this lot was tested on (B)(4) 2014 during the investigation related to pi 397313: no deviation has been noticed. Based on this investigation, the root cause of the determined no expansion problem was attributed to a user related issue. The smart toe ii 19mm / 10° angle (implant) expansion problem was caused by mismanagement of the temperature. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated. Device not returned.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during surgery two smart toes were wasted. When the surgeon tried to implant smart toe did not open. Went to use another and the canal was too wide. This was a primary case.